Event description:
The customer reported getting h2o2 on his thumb and finger after opening a new nx cassette. The customer reported that the cassette got stuck and the employee tried to eject the cassette. The employee did not seek any medical assistance; however, he did speak to a nurse over the phone who advised to rinse the area with copious amounts of water. The employees manager reported that the employee is fine. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: skin contact - conclusion: other: asp assessment: the fse replaced the injector valve and injector pump.